Event description:
The customer called for help with his contour meter. He alleged that he received control test results that were high, out of specification prior to calling. The customer performed control tests during the call and received a result of 445 mg/dl. The normal control range was 109-150 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.